Event description:
A female pt had a lumbar spine exam (B)(6) 2012, on the trio a tim mr system. The pt was positioned with her left arm on a sheet straight down next to her side. After 1 minute of running sequences, the pt felt a throbbing pain in her left arm and pressed the squeeze ball to notify the operator about her discomfort. The pt was subsequently removed from the unit. The throbbing continued that evening and the pt took two aleve pills to treat the pain. The following day the pt noticed a light pink rash along a scar on her arm and complained of soreness in her arm to the radiation oncologist at this site. On the third day after the scan the pt noticed some broken blood vessels and swelling in the arm. It was also tender to the touch. The pt had to take two more aleve pills to treat the pain. The pt regained full arm motion on the 5th day after the procedure. Bruising was gone a week later. The customer later stated that the pt had a cobalt rod in her arm and had experienced pain during her previous scans. According to the head of the radiology dept at this facility, the pt's doctor viewed the x-rays of the arm and confirmed that the cobalt rod had not moved.

Manufacturer narrative:
The report was submitted (B)(4) 2013.